Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic inspection identified a distal circumferential fracture. The fiber tip was still attached to the fiber body. The metal cap exhibited mild debris on its surface, indicative of tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The functional testing conducted concluded that firing output rate was below the threshold for potential patient harm. It is probable that the debris adhesion identified on the surface of the metal cap contributed to elevated temperatures near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increase irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Based on analysis result, there was no fiber tip break, and the procedure was completed without patient complications. The interaction between the user and device caused or contributed to the observed fiber damage. The information reasonably suggests that the identified distal circumferential fracture with the firing output rate below the threshold for potential patient harm is unlikely to cause patient harm if it was to reoccur. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported firing forward.

Event description:
It was reported that the fiber began forward firing after 35 second and 2433 joules. The procedure was completed with another of the same device and there were no patient complications.

Event description:
It was reported that the fiber began forward firing after 35 second and 2433 joules. The procedure was completed with another of the same device and there were no patient complications.